Manufacturer narrative:
Additional contact:(B)(4)

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited a no disposable pump won't run alarm. It was also reported that the pump was turned off, tubing was clamped, and cassette was removed, tubing was massaged, and no air bubbles were noted. Cassette was tapped, and reattached, pump was restarted but the alarm returned. No patient consequences were reported. No adverse effects were reported.